Event description:
A report of a corneal ulcer was received on (B)(6) 2014 from an alcon sales representative. A female patient had 5 corneal ulcers in one eye. It is unknown which eye is affected. Medical attention was sought; however, no information regarding diagnosis and treatment is available. No other information available at this time.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. The historical complaint data and trend related to serious adverse event complaints for lotrafilcon b product has been reviewed and did not indicate any adverse trend. (B)(4).